Event description:
Customer reported that she has not been testing for about a month because her meter stopped working. A local pharmacy gave her new batteries which allowed the meter to turn on but then it turned "right back off immediately". She stated as a result of not being able to test, she experienced symptoms of dizziness, sweats and dehydration. Her husband drove her to a local hospital where she was diagnosed with hypoglycemia and treated with an IV for "dehydration and hypoglycemia" (IV solution unknown) and given meclazine for the dizziness. It is important to note that the strips the customer reported using were expired since 2006. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's meter and strips have been requested back for an investigation and a final report will be submitted when the investigation is complete.